Event description:
The sales representative reported on behalf of the customer that the device plpul2520, plumepen ultra surgical smoke evacuation pencil was being used on (B)(6) 2022 during abdominoplasty procedure when it was reported ¿plastic port was breaking durning cases.¿ further assessment found that the device did fragment and was removed using a surgical forcep. The procedure was completed with a few minutes of delay and no alternative device was used. There was with no report of injury, medical intervention or hospitalization to patient or user. The current status of the patient is ¿recovered¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.